Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during defibrillation threshold (dft) testing at implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a failure to detect during a shock test. It was noted that ventricular fibrillation (vf) was induced successfully and was detected by the device and the device started to charge. Then the morphology of the vf changed and the device stopped detecting it, so a commanded shock was delivered manually through the device. Device data was submitted to technical services for an analysis of the induction episode, and also to know why the device selected the secondary vector and not the primary vector. No adverse patient effects were reported. The device remains implanted and in service. Technical services reviewed the induction episode and other device data. Functional undersensing was observed, due to amplitude variations, but the time to therapy was about 18 seconds and was still within normal limits as identified in the clinical trials. Labeling notes a delay in therapy will occur in the presence of a high degree of amplitude variability. Device data indicates that there was one automatic set up performed, and scores for both positions (supine and standing) were calculated. The primary vector did not measure the amplitudes successfully while in the standing position, so the secondary vector had a better score and was selected by the device. A new automatic set up was recommended to utilize successful measurements in all vectors, so the vector with the best sensing qualities would be selected.